Manufacturer narrative:
Additional information received. The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email on november 15, 2016: it was confirmed that there was a total of 5 incidents (4 robotics and 1 non-robotic case). One(1) out of four(4) robotic procedures is about this case ((B)(4)). There is no additional information on the three remaining robotic cases ((B)(4)). The non robotic case is (B)(4). It was mentioned that "after the facility has changed from c0r47 to c0r50 (long sleeve type) for robotic surgery following the sales rep's advise, any similar incidents haven't occurred yet."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: "during laparoscopic prostatectomy in robotic surgery, five hours later from starting the operation, the balloon was shrinking. The customer mentioned that he/she consecutively experienced the similar incidents twice in other robotic procedures. Therefore, the sales rep observed his/her operation after the incident. In this operation, the adopter was properly adjusted, but there was no space on the sleeve. Confirmed the trocar was tilted at maximally 70 to 80 degree from line perpendicular to incision plan. The incident was not reproduced. The version of da vinci system: da vinci surgical system si." Initial investigation report by aomori olympus: "the event unit was returned to olympus and visually inspected. The sleeve was cracked. No visible damage was observed with the balloon. No visible foreign material was found inside the balloon inflation port. The investigation of the incident history record in the facility didn't show any similar reports in robotic surgery. It showed one incident without robotic procedure (refer to cer# 200008866, date reported to olympus: march 17, 2015). The unit will be returned to amr for further evaluation. Admin#(B)(4)." Patient status - no patient injury. Type of intervention - unknown.